Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient tested 4.5 inr and 6.0 inr on the coaguchek xs system. No actions take based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.